Event description:
Sorin group (B)(4) received a report that the s5 display panel did not function properly. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4)manufactures the modification to: stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacture - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The product was returned to sorin group (B)(4) for evaluation. The e/p pack was tested at various arrangements for approximately 4 weeks and no problems or abnormalities were detected. The reported issue could not be reproduced. Without the ability to reproduce the issue, no root cause could be determined. No further action is deemed necessary.